Manufacturer narrative:
The observed anomaly was due to a malfunctioning touch screen. Visual inspection revealed that the mesh overlay had been removed.

Event description:
The reporter indicated that he had to cut the mesh off of programmer screen due to inability to wipe off betadine solution off. Now, he can't get the screen calibrated correctly. He has upgraded other programmers with the 3: 30 card without and problem. There was not a pt involved in this event.